Event description:
During the course of the ptca, the guidewire (bmw guidant lot 7031591) broke off when the balloon (monorail maverick lot 9306638) went up. The broken piece adhered to the balloon and when the balloon was removed, the broken piece was retrieved without incident to the pt.